Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
During a zero-p procedure at c5-c6, a piece of the shaft for the knurled knob broke off as the surgeon was hammering. The piece fell to the floor and not into the patient. Surgeon was still able to use the device to complete the procedure with no adverse effect to the patient. This is 1 of 1 reports for this event, complaint (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The instrument was functional when received. It was capable of retaining an implant and could be locked into position. The visual inspection performed as part of the product evaluation revealed there was damage noted to the pivot point for the threaded shaft and knurled nut, a piece of the yoke was missing. There was also a crack on the yoke near the missing piece, the manufacturing evaluation determined the aiming device corresponds to the drawing and processes at the time of manufacture and too much force was applied to the instrument or the piece broke off due to a corrosion tension crack. The complaint has been determined to be indeterminate.